Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery. The 2.5 x 15 mm voyager nc balloon was advanced for pre-dilatation; however, the balloon could not cross to the lesion, due to narrowing of the vessel. Forceful attempts were made; however, the device could not cross. The balloon was inflated proximal to the lesion, and removed; however, resistance was noted during removal. A new 2.0 x 15 mm voyager nc balloon was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: 6f jl4. Rhv: merit. Sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the voyager nc catheter noted blood visible in the guide wire lumen and on the balloon and dried contrast in the inflation lumen and loosely folded balloon, consistent with preparation and the catheter used in the patient anatomy. The hypotube shaft was separated 15 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and separated. There were multiple kinks noted to the hypotube. Follow up information received confirmed the noted damage occurred during packing for return analysis to abbott vascular. The tip length and crossing profile were measured and met manufacturing criteria. The 2/3 collapse profile was measured and did not meet manufacturing criteria; however it was reported the balloon was inflated in the anatomy therefore the balloon profile is not always as small as prior to inflation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, it was reported the balloon was inflated in the proximal portion of the lesion, therefore increasing the profile of the balloon as noted in the return analysis which likely contributed to the resistance noted during retraction. It was reported that forceful attempts were made to advance the catheter to the lesion. It should be noted the voyager nc coronary dilatation catheter instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter; however, it does not appear that advancing the catheter as resistance was encountered contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency. During manufacturing, all dilatation catheters are 100% checked for damage and catheter profiles.